Event description:
Lv pin disconnected from lead body during generator change with normal force/screw already loosened. The lead was capped and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.